Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during the evaluation, therefore, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. Internal and external inspections were performed and passed. A volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspected door assembly and found deteriorated piston foam. The cause for the rite failure of failed volume transferred comparison was determined to be the deteriorated piston foam. The piston foam was scrapped. The device was sent to service.